Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser power was low during a surgical procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and could not duplicate the reported issue. The company service representative demonstrated to the customer that the laser power reading was same as the readout of the machine. The system was then tested and met all product specifications. The system was manufactured on august 30, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).